Manufacturer narrative:
E3: occupation: supply chain. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal introducer sheath split in half upon insertion. Another 6fr angio-seal was opened as a replacement and worked as intended. The patient procedure was a left heart catheterization. There was no blood loss. Additional information was received on 09aug2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no issues with insertion, deployment, or withdrawal of the device. When it was noticed that the sheath was compromised a new angio-seal device was used.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was stored in a pyxis system and broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 11oct2024: the device was stored in a pyxis system and was fractured.